Event description:
It was reported that the pump touch screen was unresponsive and became frozen on the lock/unlock screen. Additionally, the pump emitted a "tone sound." Customer¿s blood glucose level was 130 mg/dl. Reportedly, customer reverted to and old pump along with manual injections for insulin therapy.